Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2014. Subsequently, patient underwent bearing exchange and washout on (B)(6) 2014. Revision procedure was performed on (B)(6) 2014 due to infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.